Event description:
It was reported that the customer's has been having ongoing intermittent bg value d displayed as "low"; however, specific value was not provided. The low bg cause was not known. The customer received assistance from their husband, who provided glucose tablets and orange juice.